Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation, as no log files were submitted for review. According to the account, the low flow events were due to deterioration of the patient¿s overall condition. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-030493, and the reported cardiac arrhythmia and overall deterioration could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms and the speed was increased from 4400 to 4600. The patient was hospitalized and treated with medication. The patient additionally had an arrhythmia at the time of the low flows and the alarms may have been due to the patient's overall condition getting worse. The alarms resolved after increasing the speed. The patient had an arrhythmia prior to having an lvad. The low flows were thought to have been due to an arrhythmia but it was later found that the speed was too low.